Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the pt had a breakdown of wound which lead to the device being visible. Device was removed upon the breakdown of wound. No infection was detected on removal. However, a month from device being removed, infection occurred and pt was treated with antibiotics. Cultures were taken and it grew out to be staph aureus. Pt not re-implanted. Follow up with the treating physician revealed that the cause of infection was due to wound breakdown. Device was functioning properly at the time of removal. Physician indicated that the pt lent over the side of her wheel chair and continuously rubbed the area of the vns wound and the pressure of this over the vns device may caused the wound to gradually breakdown. No medication changes contributed to the onset of the events. Device mfg records were reviewed and device was sterile at the time of dispatch from the MFR.